Event description:
It was reported that the patient is deceased and died approximately five months post the implant of a dual chamber implantable cardioverter defibrillator (ICD) system. The cause of death was ventricular fibrillation due to coronary artery disease. No further information is known.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All insulators had breached cuts and the outer insulation had cosmetic depression. There was apparent explant damage. A visual analysis was performed only. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only.